Event description:
The patient was revised on (B)(6) 2022 for loosening. Approximately 1 year after the first surgery. The surgeon explanted 1 glenoid baseplate, 1 eccentric glenoshere 36mm, 1 humeral cup 36+3, 1 standard screw and 2 locking screw. The surgeon implanted 1 offset taper adapter and 1 offset head 46*18.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.